Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of a broken knob, it was noted that the upper case was broken around the menu dial encoder and it was also noted that the menu dial knob was missing. It was additionally noted that the upper and lower case halves, output connectors and all six plugs were contaminated, there were multiple errors present in the log (indicating that the main printed circuit board was out of specification in an electrical manner) the main seal was pinched, the output connector nuts were discolored and contaminated, all six case screws and the hanger screw were contaminated and that both wires on the liquid crystal display were pinched, but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's menu control knob was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Powered on with no errors. Ran on the automated test console, all tests passed. Verified atrial and ventricular output on the bench. Reviewed the logs and observed 876 error 160 and 874 error 150 as well as an 802 and 820 error. The 150 and 160 errors occurred on one power up over the course of over 7 hours until the epg was power off. Conclusion: could not confirm customer complaint. No defect found. If information is provided in the future, a supplemental report will be issued.